Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: patent was prepared to have a x-ray procedure, fluoroscopy examination. He was sitting on the footrest with the table top in the vertical position. Just before the start of the scheduled examination the footrest came loose and he fell to the floor. This resulted in the pt having a fracture in the 9th rib on his right side.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Eval results) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Conclusion) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.